Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k70 that has a similar product distributed in the us, list number 6c06. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Returns from the customer site were not available for this evaluation. The architect total psa reagent performance was evaluated at both the lower and upper range of the assay using two sets of psa panel samples. In-house retained kits of reagent lot 90441lf00, reference calibrator kits and reference control kits were used. Fifteen replicates of each psa panel were assessed twice on one instrument for a total of thirty replicates of each panel. This testing generated results within specifications. In addition, a review was carried out of the testing performed by the quality control laboratory prior to approving architect total psa reagent (list number 7k70-30, lot number 90441lf00) for sale. All kit release specifications were met, and no issues were identified. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect total psa reagent package insert and the abbott architect system operations manual both contain information to address the customer's current issue. The results of this investigation demonstrate that architect total psa reagent (list number 7k70-30, lot number 90441lf00) identified in the customer complaint is performing acceptably. A product malfunction was not identified. Catalog number changed to 7k70-30. Evaluation method: review of complaint tracking and trending.

Event description:
The customer reports that one patient's architect total psa assay results become suddenly elevated: date: (B)(6) 2010, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011(retest); total psa result (ng/ml): 0.37, 0.47, 11.35, 0.65. The customer is concerned with the large increase seen in the initial testing of the (B)(6) 2011 sample. No suspect results have been reported from the lab. The customer could not provide any further patient information. There is no impact to patient management reported. The (B)(6) 2011(retest) result of 0.65 ng/ml was generated on (B)(6) 2011. The customer believes that the result of 0.65 ng/ml is correct.